Manufacturer narrative:
Pump received with high stop current due to c13 voltage leak on interface board.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm. Customer blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 100 mg/dl. Trouble shooting was performed. The device will be returned for analysis.